Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an alarm was generated when a power system error was detected and this error did not prevent the pump from running. Customer blood glucose value was 180 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer called back again to inform that the insulin pump alarmed the error again. Customer was advised to discontinue use of the insulin pump and to revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. The device alarmed insulin pump error immediately after battery installation, power error during self test, and power error alarm is found in the downloaded traces due to lithium backup battery was not properly connected to electrical board . After reconnecting the internal battery connector on electrical board the insulin pump was monitored and is functioned properly.